Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a liberte sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first and second proximal rows of stent struts were flared and bent. Microscopic examination presented no damage or irregularities to the distal tip. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination and tactile inspection presented no damage or irregularities to the hypotube of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23sep2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The totally occluded, 32mm x 2.75mm target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending(lad) artery. A 3.50mm x 28mm liberté¿ stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.